Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Potential harm of this complaint category is defined as "negligible" or "minor", and the complaint rate doesn't reach its action/alert level. In addition, this is not customer letter/ae report required case. So, we completed this process with trend analysis and appearance check. According to the surgery video, during iol implantation, the trailing haptic was not properly tucked. The iol was implanted while the trailing haptic was pressed against the optic using the rod. As a result, we found that the traling haptic adhered to the optic. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in japan. Sticking haptic. After inserting the iol into the eye, the trailing haptic stuck to the optic and did not separate. The iol was explanted. On (B)(6) 2026, (B)(6) note added. The part that stuck was the trailing haptic. On (B)(6) 2026, (B)(6) note added. The sales representative received the surgery video and checked it on the spot, where a tucking failure was identified. The representative explained the handling procedures, including the setting method, and the physician agreed. Therefore, the customer report was determined to be unnecessary. Iol was explanted on (B)(6) 2026 problem code: a040604 - failure to unfold or unwrap.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic sticking is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.